Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the handle is not touching properly. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.